Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient¿s eye to address a torn haptic. The incision was enlarged to remove the lens. Another lens of same model was implanted successfully and sutures were placed to close the wound. Please reference MDR number: 1119279-2013-00072 for the delivery device used in this event.

Manufacturer narrative:
The delivery device has been requested but has not been returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.